Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented with symptoms of fatigue. The pulse generator was noted to exhibit backup vvi mode. Further troubleshooting could not be done due to battery status. The device was explanted and replaced successfully.